Event description:
The customer reported the unit had a failure-cycle power error.

Manufacturer narrative:
The customer reported the unit had a failure-cycle power error. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.